Event description:
Reporter reports patient who was seen by an optician and reported multiple peripheral ulcers and one central ulcer os. The patient was treated at a local eye hospital but that information is not available. The patient was in the opticians office for fitting with spectacles and informed the optician of the event. The optician then examined the patient and observed the ulcers and noted neovascularization. The optician reported the patient wore lenses on a daily wear modality and regularly had contact lens checks every 6 months. Based on all available information, no causal factors can be determined and no conclusion can be drawn. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.